Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc cpu assembly and gib pcb kit were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No pt serious injury or death was reported related to the event.